Manufacturer narrative:
The sample is currently in transit to the manufacturing plant for investigation. If significant information is obtained from the investigation, a supplemental report will be submitted.

Event description:
The company received a report where it was claimed that the cuff on the product would inflate by itself. The caller reported that this was discovered during patient use and replacement of the tube was required. The tube was replaced without incident.